Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon catheter adhered to the guidewire. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified mid-right coronary artery. The physician advanced the 15mm x 2.0mm maverick 2 monorail over another manufacturer's guidewire just proximal to the lesion. The maverick would not advance any further, so the physician removed the balloon catheter and guidewire as a unit outside of the patient. It was then noted that the wire became uncoiled and the balloon was stuck on a coil. The physician advanced another guidewire and completed the procedure. No patient complications were listed and the patient¿s status was reported as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).